Manufacturer narrative:
Details of the complaint: on (B)(6) 2019, customer at medical center @ (B)(6) reported the multigas unit (gf-210ra sn: (B)(6)) was intermittently going in and out. Service requested: repair. Service performed: upgrade firmware of cd-314p-02 from ver-04.08.00 to ver-04-23.01 per mtbin 038. Investigation result: review shows the unit displaying "gas external device failure" error message. The investigation under irc-nka300155492 concluded that for gf-210ra revision cb and onward with sensor unit cd-314p revision 2 (serial numbers (B)(6)) needed a firmware upgrade. Revision 2 of cd-314p utilized a new pump with a slight difference in specification. The sensor unit detects this small difference and outputs message of gas device error. The resolution was to perform a firmware upgrade. The root cause of the error message on serial number (B)(6) was due to firmware requiring upgrade. Serial numbers above (B)(6) are not affected. Investigation conclusion: the root cause of the error message on serial number (B)(6) was due to firmware requiring upgrade. D11: concomitant medical device information was requested from the customer, but they only knew that it was being used with a csm-1901, but they did not know the serial number.

Event description:
The biomedical engineer reported that the multigas unit was working intermittently during a procedure. No patient harm reported.

Manufacturer narrative:
The biomedical engineer reported that the multigas unit was working intermittently during a procedure. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Concomitant medical device information was requested from the customer, but they only knew that it was being used with a csm-1901, but they did not know the serial number.

Event description:
The biomedical engineer reported that the multigas unit was working intermittently during a procedure. No patient harm reported.